Manufacturer narrative:
Physio-control performed an initial evaluation and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on with ac or dc power. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device will not power on with ac or dc power. There was no patient involvement reported with the event.

Manufacturer narrative:
The information in initial MDR was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.